Manufacturer narrative:
Device evaluated by field service engineer. Simulated use testing was conducted with no failures detected. Service history review found no related issues.

Manufacturer narrative:
Evaluation in progress.

Event description:
During procedure set-up, with patient on the table under anesthesia, received error code for table travel motor out. Doctor was performing ureteroscopy at the time. Lithotripsy cancelled.